Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer seeking medical attention due to symptoms: muscle weakness. Meter and two vials of test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 573 and 534mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-115 mg/dl and expected pm fasting blood glucose test result range is 120-130 mg/dl. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2021 she had called the ambulance; customer had obtained the blood glucose test result of 573mg/dl and had felt weak at the time. Customer stated she had called the nurse who advised her to call the ambulance. Customer's blood glucose test result when the ambulance arrived had been 255mg/dl fasting. Customer was not treated and was not transported to the hospital. The test strip lot manufacturer¿s expiration date is 10/26/2022 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a back to back blood test was performed by the customer fasting and produced test results of 380mg/dl and 392mg/dl using true metrix meter; customer was not satisfied with the results obtained. The meter memory was reviewed for previous test result history: (B)(6).